Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the chamber. This was discovered before use. The following information was provided by the initial reporter: brown fm on the chamber part.

Manufacturer narrative:
Investigation summary: bd received an angiocath unit from lot 7209786 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of brown foreign matter. A sample was collected and sent for ftir testing. The results showed that the foreign matter was a piece of cellulose acetate propionate. A thermoplastic used during the manufacturing process. Based off the visual inspection and testing the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect caused by the overexposure of the material to the heating cylinder. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the chamber. This was discovered before use. The following information was provided by the initial reporter: brown fm on the chamber part.